Event description:
The patient presented to the hospital in 2000, claiming that patient felt 'some shakes' in chest. The patient indicated that this had been ongoing for a few days. The patient indicated that these shakes were less significant than a defib shock. An electrocardiogram was performed and high amplitude interferences and electrical data were observed indicating a lead dysfunction. The lead was explanted but no visible anomalies were observed. When the new lead was implanted, the anomaly was still observed. The defibrillator was then explanted and replaced and the anomaly was no longer seen. The lead was not believed to be a contributing factor to this event. However, analysis revealed a fractured coil.